Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a large needle driver instrument and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reported symptom was not found related to the reported instrument. The instrument did not exhibit a broken grip. A broken piece that was returned with the return material authorization (RMA) belongs to a different instrument. The root cause cannot be traced to the device. Failure analysis investigations confirmed the returned broken piece belongs to a large suturecut needle driver instrument. The part number and lot number of the returned instrument (part #471296-12 / lot # n10201130-0292) did not match the lot number of the instrument that was reported to have had the issue. Isi was unable to confirm if the wrong instrument was returned for evaluation, but the failure analysis findings, suggest that it was not the correct instrument. Per review of the logs, the site used two large suturecut needle driver instruments on 06-jul-2021 during a hiatal hernia procedure on system sk0793. The large suturecut needle driver instrument (part #471296-07 / lot #n10201012-0026) was replaced with another large suturecut needle driver instrument (part #471296-07 / lot #n10201012-0030). The large suturecut needle driver instrument (part #471296-07 / lot #n10201012-0026) has 15 allotted uses with 10 uses remaining and has not been used in subsequent procedures after the alleged event reported on this record. The large suturecut needle driver instrument (part #471296-07 / lot #n10201012-0030) has 15 allotted uses with 0 uses remaining and was used in a subsequent procedure after the alleged event reported on this record. In addition, a review of the site's complaint history identified no other complaints related to the large suturecut needle driver instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hiatal hernia surgical procedure, it was alleged that a piece from the large suturecut needle driver instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the customer reported that a piece from the large needle driver (lnd) instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the lnd instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".